Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was received with the adhesive pad fully attached to the bottom housing. The adhesive pad and welds were inspected, and no abnormalities were found. The exposed portion of the soft cannula was observed to be flattened during initial inspection. The timing and cause of this damage could not be determined. The data downloaded from the device did not show any timeouts or drive stalls during the run. Leak testing could not be performed so it could not conclusively be determined if this damage resulted in a leak and the cause of the leaking during wear could not be determined.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 250 mg/dl (>13.9 mmol/l) between 1 and 4 hours of wearing the pod. The reporter stated insulin was leaking from the pod and the adhesive was not sticking well at the pod site on their leg. As treatment a new pod was applied. The device investigation found the cannula to be flattened.